Manufacturer narrative:
Concomitant products: sextant instrumentation (explant 6 months post-op), capstone spacer, rhbmp-2/acs, element autograft (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-5 and l5-s1 using interbody device, e lement autograft, rhmbp-2/acs, rods and screws. Five months post-op the patient presented with radiculopathy / dysesthesia. Implant had disassembled. The patient's last follow up exam was performed at 5 months. Bone healing was undetermined. Six months post-op the patient underwent revision surgery. The pedicle screw instrumentation was removed from l4 to s1.